Event description:
It was reported sometime post placement of this esophageal stent, the covering of the stent dislodged. No further info was provided regarding the circumstances surrounding this event. Follow up also indicated this stent placed in an esophageal jejunostomy following a gastrectomy, which is a contraindication. The directions for use for this product state: "the covered ultraflex esophageal stent system is contraindicated for placement in an esophago-jejunostomy (following gastrectomy), as peristalsis may displace stent." Co believes inappropriate use rather than a product problem contributed to this event.